Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a (B)(6) male coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced a break in aseptic technique described as attendant doing capd without proper training from baxter clinical coordinator. On an unreported date, the patient experienced peritonitis due to the break in aseptic technique and was not hospitalized. On an unreported date, the patient began remedial therapy with reflin (1g, once daily, route not reported). On an unreported date, the event of peritonitis was resolving. It was not reported if the patient or their attendant were retrained in proper aseptic technique. It was not reported whether dianeal pd2 ultrabag therapy was ongoing. The nurse did not provide a statement of causality for the events of break in aseptic technique or peritonitis. Follow up information (18may2011): follow up information was provided by a nurse. On an unreported date, the patient ended remedial therapy with reflin and the event of peritonitis resolved.